Event description:
It was reported that a patient underwent a fusion at levels l4-s1 with matrix on (B)(6) 2013. On an unknown date in (B)(6) 2013, a follow up CT scan revealed a fractured left s1 7.0mm pedicle screw and lucency around l4 screws. Reportedly, patient failed to heal and fused. The surgeon suspects a nonunion at all three levels. The patient may require another surgery. The surgeon plans to perform an anterior lumbar interbody fusion (alif) on a future date later this year. No surgical delays were reported. Matrix construct involves unknown number of parts. This report is for 6 locking screws unknown part number. This is 4 of 4 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for 6 unknown locking caps. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 6 locking caps unknown part number.